Event description:
Event: conversion to standard open repair. Case details: the pt was reported to have a tortuous inferior neck and calcific bifurcation. Saline flush performed to resolve high jacket retraction forces was unsuccessful. The device partially unjacketed and would not retract any further. At this point the contralateral pull wire was checked and appeared to be still in the groove. Another saline flush was performed but the jacket would not move any further. Under fluoroscopy it was noted that the contralateral pull wire appeared to be out of the groove and the contralateral capsule and limb were exposed through what was later proved to be a split in the jacket. Although the contralateral capsule was brought back into position, the jacket would not retract any further. The pt was converted to a standard open surgical repair.